Event description:
Fluid in knee [joint effusion]; pain in left knee [arthralgia]. Case description: spontaneous report received on (B)(4) 2009 from a physician, via a company rep, regarding a (B)(6) female pt, initials unk, whose relevant medical history included: oa (osteoarthritis), previous treatment with synvisc in 2007, and previous treatment with hyalgan in 2007, 2006, 2005, 2004, and 2003. The pt received a single synvisc-one injection, lot number u0907, into the left knee on "approx" (B)(6) 2009. Starting on the evening of the synvisc-one injection, the pt experienced pain in the left knee. On the following monday ((B)(6) 2009), the physician aspirated 7cc of cloudy, yellow fluid with crystals from the left knee. Evaluation of the fluid revealed no infection and the uric acid level was normal. The physician performed a surgical washout of the left knee. As of the date of receipt of this report, the pt outcome was unk. The qa (quality assurance) investigation results were received on (B)(4) 2009. The production and quality control documentation for lot number u0907, expiry date 07/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number u0907, expiry date 07/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.